Manufacturer narrative:
The device was not returned. The investigation was unable to determine a conclusive cause for the air embolism. It is possible that the user technique of pulling back the steerable guide catheter (sgc) or procedural conditions contributed to the air embolism; however, this cannot be confirmed. The reported patient effect of air embolism, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report air embolism it was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. A clip delivery system (cds) was advanced and the clip was successfully deployed at a2/p2. After the clip was deployed, the steerable guide catheter (sgc) was pulled back into the right atrium (ra), but echocardiogram showed a bubble on the right upper pulmonary vein. No additional treatment was performed, and mr reduced to a grade of 1. There was no clinically significant delay in the procedure. No additional information was provided.